Manufacturer narrative:
Additional information : the device was received for evaluation. A visual inspection was performed with the naked eye noted a particulate matter on the heater line tubing next to the cassette. The reported issue was verified. The direct cause of the event was determined to be manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was observed in a homechoice cassette prior to use; further described as ¿a piece of something orange or gold colored inside the tube¿. This was observed during set-up for peritoneal dialysis therapy. The patient was not connected at the time of the event. The patient did not use the cassette. There was no patient injury or medical intervention associated with this event. No additional information is available.